Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Event description:
It was reported that while the transducer was being used to scan a patient, the ultrasound system displayed a usacquisition_hw_31 error message 15 minutes into a cardiopulmonary bypass procedure. The user unplugged the probe as instructed from the displayed error and then replugged it back into the same connector. The user made three attempts to unplug and replug the probe; however, the system still displayed the same error message. On the fourth attempt, the probe did not display the error message again and worked fine. There was a delay of 30 minutes to complete the procedure. There was no need to repeat the procedure because there was no report of loss data. There was no patient adverse event reported. No additional information was provided.